Event description:
It was reported the patient presented for an implant procedure. During the procedure, the delivery catheter and leadless ventricular device failed to advance across the tricuspid valve due to inadequate deflection. A new delivery catheter was attempted, but it had the same issue of failing to advance past difficult patient anatomy. The products were removed, and a competitor product was able to be implanted. The patient was stable.